Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video processor was not working with stack during inspection for use. They were not able to get an image when using the stack, as the stack wasn¿t picking up that the camera was connected. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: multiple scope communication error¿s reported. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: multiple scope communication error¿s reported (scope connector mouthpiece cleaned needed to be cleaned). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.